Manufacturer narrative:
Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Evaluation summary: as received, the free margin of leaflet 1 appears to be folded over itself towards the outflow aspect, leading to a gap at the coaptation region. The reason for this leaflet disruption is indeterminable. Minimal host tissue overgrowth is detected at the inflow aspect as a thin layer of host tissue overgrowth is detected onto leaflet 3. Minimal calcification is detected only in the x-ray in the cups area of all three leaflets. Ew senior research scientist commented that the returned aortic valve was being used in the mitral position which is off-label-use.

Event description:
Reportedly, the device was explanted after an implant duration of approximately four years (46.10 months) due to insufficiency. The device was implanted in 2006 when the patient was approximately six (6) years of age, in an av canal in the mitral position. Device was described at explant as having no calcification, no particular degeneration, but with hypomobility of leaflets.

Manufacturer narrative:
Model number: this device is not distributed/sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not received for evaluation. Additional manufacturer narrative: the model has been identified as an aortic valve and was implanted in the mitral position. The s/n is unknown; however, once received and evaluated, the device will be disassembled to get the serial number and complete the device history record review. Surgeon has given permission to disassemble the device. There is no additional information provided regarding the pre-operative history or post-operative condition of the patient. The operative report has been requested but not provided. Investigation is on-going.

Manufacturer narrative:
Additional manufacturer narrative: research and development final report was issued on (B)(4) 2011 with the following conclusion: this valve was reportedly explanted from the mitral position due to insufficiency after approximately 3.8 years of implantation duration. Although no functionality testing was performed, the nature and the severity of the folding observed in leaflet 1 appears to have been a significant contributor to the reported insufficiency observed in vivo. The root cause for the leaflet folding cannot be determined at this time. No substantial host tissue retraction is evident at the fold, and no suture marks were observed at the commissures. No echocardiography was available for review, so other potential causes for the folded leaflet could not be evaluated. The histology showed that the leaflet tissue is less packed and containing layers of loose fibers on both surfaces of the leaflet; more prominent on the outflow side. No substantial inflammatory cells were observed in the specimen, and the loose tissue is well stained; both of which are different from typical tissue degeneration usually associated with the presence of substantial inflammatory cells from the host. The root cause for the morphological changes in this particular valve remains unknown.